Manufacturer narrative:
We have now concluded our investigation into this complaint. A clinical evaluation was carried out and the root cause of the reported issue could not be definitively concluded. No further clinical assessment is warranted at this time. The above investigation did not find any product defect or manufacturing process issue and there was no complaint sample available for assessment. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Once a sample is received, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when opsite post-op visible was removed 1 or 2 weeks after putting on the postoperative skin, skin pigmentation, not indentation, was confirmed on the skin under the dressing.